Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 384085a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The patient was reported to have arthritis and was taking antibiotics for a leg infection. This may impact the performance of the assay. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2016 the patient reported two unexpectedly high inratio inr results= 5.2 and 6.8. Inratio tests were performed less than one hour apart. Therapeutic range: 2.0 - 2.5.